Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen, broken handle, broken rear port, the unit remains frozen, very slow to respond during programming, the fan is too noisy and the ECG fails (a lot of noise even with new cable). The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken screen, handle and rear port, noisy fan and failing of electrograms but was unable to confirm the customer comment of freezing and slow to respond. The overlay/bezel assembly, lower case, power cord bay assembly, system fan, link electronic module printed circuit board (lem pcb), printer and printer drawer were all replaced and the stylus and lem pcb calibrated, the hard drive was reconfigured and the software was reloaded and updated as a preventive inspected circuit boards and mechanical parts, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.